Event description:
A customer contacted beckman coulter inc., (bec) reporting that their access 2 immunoassay system generated a non-reproducible false positive troponin (accutni) result for one patient. The original specimen was re-tested on this instrument giving a result within the normal reference range. The false positive result was reported out of the laboratory. The customer did not report an effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The laboratory utilizes greiner sample tubes for accutni sample collections. The customer indicated the laboratory has a repeat procedure in place which includes re-analysis of all accutni samples between the ranges of 0.1-1.0ug/l prior to reporting results outside the laboratory. Based on the print screen of the customer's accutni qc data from (B)(6) 2012, all three levels were consistently recovering below mean. The low level of qc gives indications of periodic high results. No other assays or patient results are in question. No event log messages were generated in connection with this event. A field service engineer (fse) was dispatched for this event. The fse adjusted the ultrasonic transducer control voltage for low power sonication. The fse performed a system check and high sensitivity system check; both testes passed within specifications. The fse ran accutni qc and results recovered within the customer's established limits. The system was verified as performing to published performance specifications. A cause for this event could not be determined with the information supplied. The following MDR is being submitted for this event that occurred at this customer site: 2122870-2012-00951.